Event description:
The device was in a power-on-reset condition and displayed a "call your doctor" icon. The patient visited her physician, and received reprogramming. She was no longer having problems.